Manufacturer narrative:
Date sent to FDA: 8/31/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015, (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted the mesh had a hole in the center of it where the hernia was. The only defect he could find was in the center of the previous mesh. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. It was reported that the patient underwent mesh removal on (B)(6) 2018 due to hernia recurrence, bowel perforation and adhesion no additional information is provided.